Event description:
It was reported that at approximately 350,000 joules of use, while using the surgical fiber during a gl pvp on an large prostate, the doctor noticed that the aiming beam was coming out of the ends of the fiber. The physician stated that "he felt he was not as diligent cleaning the tissue off the fiber, which occurred due to tissue contact". The procedure was completed using a second surgical fiber; case was "completed successfully without incident". Upon wakening in recovery, the patient had mild pelvic pain. The patient stayed overnight in the hospital with an 18f 3-way foley catheter in-situ and the physician attempted a trial of void the next morning, as is routine. The patient reported worsening of his pelvic pain. The doctor then took the patient back to the theatre to double check via cystogram and cystoscopy and was then made aware of a 6mm perforation in the postra-lateral wall of the bladder. The patient had no extravasation of fluid outside of his bladder and the physician took conservative measures and inserted another 18f 3 way catheter. Patent outcome: the patient subsequently stayed in the hospital for 3 days and his pain improved each day. The doctor mentioned that the patient would be sent home with a catheter in-situ for 7-10 days to allow "healing of small bladder perforation" and continue drainage of his bladder without pain.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the proximal side of fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the fiber was tested with hene laser fixture, aim beam is not forward firing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the outer flow tubing and metal cap exhibits signs of melting at the location of the fracture; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Probable root cause: based on the product analysis results, the product complaint of "end firing" could not be confirmed; a cap proximal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.